Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed an error code of f2999 indicating a software fault. A temperature change was observed while the impedance remained stable. In conclusion, the reported steam pop cannot be confirmed through data analysis. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, a "pop" sound was heard. It was noted the pop came from the rf catheter, and was a steam pop. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.